Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a colon resection, the first firing of the device was fine but the reload was insufficient as it was unable to completely transect the sigmoid colon due to tissue size. Another load was used, closed on the tissue and the surgeon pushed the green button but cartridge would not fire. Another cartridge and handle were opened and used without incident. No patient injury.